Event description:
It was reported that the patient went to an outside hospital due to bleeding gums with an international normalized ratio (inr) of 4.1. The patient was advised to stop warfarin on (B)(6) 2022 and did as advised which stopped the bleeding. They were to resume with their warfarin and their inr was to be rechecked on (B)(6) 2023.

Manufacturer narrative:
Date of birth redacted for clinical study. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.